Event description:
Random urine sample tested negative for protein. Same sample tested using a different method had a high amount of protein. A 24 hour urine sample from same patient collected the same day gave total protein result of 23.94 g/24hr when tested at another laboratory. The 24 hour urine sample was then tested on the initial instrument three times and gave result of 500 mg/dl each time. The 24 hour urine sample was also tested by immunofixation electrophoresis and gave a total protein result of 19502 mg/day. The initial result was reported. No information provided to determine if result was used to guide therapy. The field service representative determined there was a problem with the transport plate and reference pad. The instrument was repaired.